Event description:
The patient reported that their implant wasn&#38176;working so they had it removed. The patient was unable to keep their implantable neurostimulator (ins) charged. It was further clarified that the ins had gone into overdischarge and could not be brought back. These issues occurred in 2013. The ins was removed but the leads remained implanted. There were no patient symptoms reported. The patient was implanted for other non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.